Event description:
We received a report from a surgery center that a female patient had an intraocular lens explanted due to experiencing dysphotopsia. The report indicated that there was no adverse effect to the patient.

Manufacturer narrative:
All pertinent information available has been submitted by amo.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed that the returned sample was covered with contamination, no optical deviations on the optic were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. The manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.